Event description:
Medical ctr filed an MDR report to FDA as a result of an incident which occurrred on october 16, 1996. Upon uneventful completion of a prescribed treatment; they reported that an error code 187 (ec187) occurred which indicated incomplete retraction of the mhdr source within the center of the radiation safe of the mhdr machine ( this indicates that the sources passed the reference optopair within the head of the machine). The radiation monitor indicated the presence of radiation. The physicist entered the room using standard radiation protection practice ( a radiation monitor) and determined that the source was not completely retracted into the ctr of the safe (the source was not visible within the catheter). Using standard emergency procedures, the hand crank was turned 1/4 turn ( which indicates the source was moved approximately 6 cm to reach the radiation safe ctr), which positioned the source in the normal retraced position within the radiation safe. Tadiation dose to the site personnel (10 mr) and the pt (100mr) were estimated to be minimal. The incident could not be duplicated.